Event description:
A doctor reported that a memory lens iol implanted in a patient's right eye in 2000 has opacified. Visual acuity reported as 20/25 od in 2003. Prognosis indicated as unknown with no surgical intervention indicated at this time. No further information is available at the time of this report.